Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer's blood glucose value was 32mg/dl and 359 mg/dl at the time of the incident. The customer was treated with insulin syrine. The customer was advised to perform high pressure test and the test passed. The customer declined for troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.